Manufacturer narrative:
The replaced parts were returned to livanova USA for further investigation. During the visual inspection of the display, traces of liquid penetration into the kapton-tail connection of the touch screen were identified. The liquid penetration could be identified as root cause of the reported issue. Corrective actions were implemented for this issue

Manufacturer narrative:
In the initial report, submitted may 18, 2017, it was stated in the manufacturer narrative that the event occurred in (B)(6). This was incorrect; the incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). On july 11, 2017, livanova (B)(4) was informed by the customer that the prior service visit did not resolve the issue and the display malfunction had recurred. A livanova field service representative was dispatched to the facility again to investigate the issue. The service representative was able to confirm the reported issue and replaced the touch screen and the processor board to resolve the reported malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Manufacturer narrative:
There was no patient involvement. Patient (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative tested the device and was not able to confirm the reported issue. The display was disassembled and cleaned. Following reassembly, an nvmem and touch screen reset were performed. The device was tested without further issue and the customer was advised to monitor the device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 roller pump touch screen did not work during maintenance. There was no patient involvement.